Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned

Event description:
It was reported, as the kwire was inserted into the retractor, it produced a small amount of metal shavings. Debris was reported but it did not get in the wound. The kwire was reinserted with no further issue.

Manufacturer narrative:
The reported incident that k-wire ø3.2 x 150mm was alleged of issue s-11 (breakage during surgery) could be confirmed, since the sales rep verbally clarified that metal shavings were from k-wire. Based on the currently available information, the root cause can be attributed to a user related issue as it has been reported that debris was generated from k-wire during its insertion into retractor, the same k-wire was re-inserted with no further issues. This is why this case can be considered as an issue of improper use of instrument and hence can be a user related issue. The instruction for use (v15011 rev m 06-2015 instruments IFU ot-IFU-152) was reviewed: ''important information for doctors and or staff [¿] only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. ¿ always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. ¿ the design of the instrument must not be modified in any way. ¿ ensure that drilling and cutting tools are sharp. ¿ before every operation, ensure that all devices to be used during the operation function correctly with each other. ¿ in the course of the operation, repeatedly check that the connections required for precise positioning between the implant and instruments, or between the instruments themselves, are secure. ¿ reusable instruments must be cleaned directly after usage.'' [Original statement(s)] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed. If any further information is provided, the investigation report will be updated.

Event description:
It was reported, as the kwire was inserted into the retractor, it produced a small amount of metal shavings. Debris was reported but it did not get in the wound. The kwire was reinserted with no further issue.